Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (contamination) was confirmed due to contamination found on the distribution node (dn) pca, causing intermittent failures. The root cause for the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs and contamination.